Event description:
Boston scientific received information that this pacemaker device battery life was 5 years at previous check that was six months ago and then it goes down to 3.5 years today. The health care professional (hcp) confirmed that automatic capture (ac) was not programmed on and all measurements were stable. Boston scientific technical services (ts) was not certain but stated this change in device longevity may be related to specific charge bins in the device and the current drain because even a small increase in pacing can change it. Ts then offered to perform a memory dump with this device and send it to engineering to analyze device data. However, the hcp still needs to consult the physician regarding what needs to be done. Pacemaker device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.